Event description:
It was reported that the patient was referred for a revision due to high impedance. The patient had a generator replacement a few months prior. No relevant surgery is known to have occurred to date. No additional information has been received to date.

Event description:
The explanted generator and lead were received by the manufacturer and are pending product analysis.

Event description:
Lead product analysis was completed. The high impedance allegation was not verified in the returned lead portion. The returned lead portion measured 208 mm. The condition of the return lead portion was consistent with those typically following explant. No obvious anomalies were noted. Setscrew marks were observed on the connector pin and provided evidence that a good mechanical and electrical connection was present at one time. Continuity of the returned lead portion was performed and no discontinuities were identified. Based on the findings in product analysis, there was no evidence to suggest a discontinuity in the returned portion of the lead. Note that a large portion of the lead assembly, including the electrode array, was not returned for analysis and, therefore, evaluation cannot be made as to that portion of the lead. Generator product analysis was completed. Diagnostic testing indicated that the device was operating and communicating properly. The generator performed according to functional specifications. Visual examination identified scratches on the generator can and are most likely associated with manipulation of the device during explant. No other surface abnormalities were noted on the device. Other than the noted condition, there were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
The patient underwent a full vns replacement surgery due to the high impedance. The explanted products have not been received by the manufacturer to date.